Event description:
Customer reported via phone call to have received the scroll wrap recall information. Customer reported to have experienced no delivery but did not receive a no delivery alarm. Customer's blood glucose was 188 mg/dl. Customer declined troubleshooting and requested for infusion sets to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.